Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device, and it was determined that the reported condition of the device displaying a c3 error code was not confirmed. Therefore, an assignable root cause was not determined. However, it was determined that the adhesive joint from the connector shell becoming loose was due to a manufacturing error, which has been escalated to a CAPA. It was further determined that the issues related to the heat and the other defects were due to normal wear and improper reprocessing. Therefore, the reported condition of heat was confirmed. The assignable root causes were determined to be due to component failure from normal wear, environment and manufacturing. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device failed the visual inspection as few components were damaged, and it was heavily contaminated with cleaning agent residue. It was further observed that the adhesive joint from the connector shell had come loose and the device was heating up and had worn bearings. It was further determined that the device failed pretest for visual assessment, temperature assessment and connector loctite assessment. It was noted in the service order that the device displayed a c-3 error code indicating the console was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.